Event description:
Pt was said to have bought the contact lenses at a convenience store and was told they were cosmetic lenses. Pt developed pain in 05/2003 in the eyes. The left eye was more painful. Pt went to the emergency room of a local hospital where they were referred to the ophthalmologist. Pt was first seen in 05/2003 and was diagnosed with severe corneal abrasion of the left eye and with corneal burns of the right eye. Pt was treated with trimethoprin, erythromycin ointment and 5% homatropin. Pt was seen two days later and the third day for follow up. Pt has not been seen since the last visit. The case was reported to the county health officer.